Manufacturer narrative:
Findings: no button error alarm noted. However act, escape and arrow buttons did not respond due to corroded keypad traces. Pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to button keypad anomaly. No audio beep anomaly or vibration anomaly noted. No moisture damage on electronics and motor noted. Pump received with minor scratched display window, cracked display window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 131 mg/dl at the time of incident. Customer stated that the insulin pump buttons were unresponsive after it has been exposed to water. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported that the insulin pump was vibrating without an alarm or alert. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.